Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a battery longevity anomaly post implant. It was discussed that the low battery indication was due to storage of device at cold temperatures prior to implant. The device is expected to complete its normal longevity. The patient was stable throughout the event and will continue to be monitored normally.